Manufacturer narrative:
Please note that this date is an approximation. Concomitant medical devices: product ID: 977a2, serial#: unknown, product type: lead. Product ID: 977a2, serial#: unknown. Product type: lead. Other relevant device(s) are: product ID: 977a2, serial/lot #: unknown, ubd: asku, UDI#: asku; product ID: 977a2, serial/lot #: unknown, ubd: asku, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that their implantable neurostimulator (ins) was moved from the abdomen to their buttock area because the ins was flipping in the pocket. It was noted the patient had first noticed the ins flipping in (B)(6) 2018. A surgery was performed in (B)(6) 2019 to address the issue and a mesh was used to secure the ins. It was also reported that during the same week that the ins was moved, it was noticed the patient¿s leads had migrated and the patient¿s leads were revised because of this. It was noted the patient¿s leads were revised during the same week that the patient had their ins moved, but in a separate surgery. The issues were resolved with the (B)(6) 2019 surgical interventions. The cause of the ins flipping and the leads having migrated was undetermined. No further event information was reported; no further complications were reported or anticipated.